Manufacturer narrative:
Samples were serum. The ise system is routinely calibrated every 8 hours, followed by a qc run. Customer had some na qc issues prior to this event. When repeated, the results were within the lab's established ranges. Qc results on other ise chemistries were within the lab's established reference ranges. A field service engineer (fse) was dispatched and replaced the flow cell and all of the electrodes. A clear root cause for this event has not been determined.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high sodium (na), potassium (k), chloride (cl), carbon dioxide (co2), and calcium (calc) results generated by the unicel dxc 600 pro synchron clinical systems. The erroneous results were reported out of the lab. The specimens were re-tested on a different instrument and amended reports were issued. The customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.